Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for calcium (ca2) on a cobas 8000 c 702 module. Patient 1 initial result was 1.49 mmol/l. The repeat results were 2.43 mmol/l and 2.41 mmol/l. Patient 2 initial result was 1.35 mmol/l. The repeat results were 2.32 mmol/l and 2.32 mmol/l. Patient 3 initial result was 1.66 mmol/l. The repeat results were 2.47 mmol/l and 2.51 mmol/l. Patient 4 initial result was 1.65 mmol/l. The repeat result was 2.26 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number was 717259 with an expiration date of 30-jun-2024. The field service engineer (fse) replaced vacuum tubings, the gearhead pump, a lamp, and cuvettes. The cuvette rinse levels were checked and rinse positions were adjusted on all probes. The fse found an issue with a sensor and overflow in the cell rinse. The water level was very high and was starting to spill near the lamp. A valve was replaced; the water level was better and the sensor was operating correctly. The cell blank level in the cuvette was adjusted. Photometry checks were performed. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.